Event description:
The bench technician found no audio from the mx40. There was no report of death or serious injury caused by the telemetry device. The malfunction was found during product evaluation and was not in clinical use. Patient data was not provided as there was no allegation of death injury or serious injury.